Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom constant downstream occlusion through the history log and through experience during functionality testing, but could not reproduce it during evaluation. Evaluation found the downstream sensor readings to be above specification with a fluid filled set loaded. The downstream sensor assembly was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a constant downstream occlusion alarm. There was no patient involvement.